Event description:
Procedure type: hernia repair. According to the rptr: the balloon broke while inside the pt, however, it did not detach completely from the cannula. The balloon was retrieved when the device was removed from the pt. There was no report of the pieces falling into the cavity or impacting the pt. The operating time was extended for about 10 mins. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 06/30/2008.